Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during training they observed low flow alarms, and the arctic sun device could not empty pads. Per additional information updated from wo on 16may2025, it was reported that they asked about valve pricing. They asked why they needed new valves. They discussed that it was not holding pressure during preventive maintenance. They discussed based on conversation with yesterday that this was due to a failed circulation pump. A functional check showed that the circulation pump command (cpc) was 80 percentage with an inlet pressure of-6.9. They discussed this was indicative of a failed circulation pump. The device system hours were over 8000 and discussed the last service report showed system hours of 2300 in 2019. They would discuss repair options with the biomed team.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Per additional information updated from wo, they asked about valve pricing. Asked why they needed new valves. They discussed that it was not holding pressure during preventive maintenance. Discussed based on conversation yesterday that this was due to a failed circulation pump. A functional check showed that the circulation pump command (cpc) was 80 percentage with an inlet pressure of-6.9. They discussed this was indicative of a failed circulation pump. The device system hours were over 8000 and discussed the last service report showed system hours of 2300 in 2019. They would discuss repair options with the biomed team. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during training they observed low flow alarms, and the arctic sun device could not empty pads. Per additional information updated from wo on 16may2025, it was reported that they asked about valve pricing. They asked why they needed new valves. They discussed that it was not holding pressure during preventive maintenance. They discussed based on conversation with yesterday that this was due to a failed circulation pump. A functional check showed that the circulation pump command (cpc) was 80 percentage with an inlet pressure of-6.9. They discussed this was indicative of a failed circulation pump. The device system hours were over 8000 and discussed the last service report showed system hours of 2300 in 2019. They would discuss repair options with the biomed team.